Event description:
It was reported that the armada 35 balloon catheter drew air during dilatation at an unspecified pressure, indicating a possible balloon rupture. The armada 35 balloon catheter was replaced with an unspecified device. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.